Event description:
It was reported that the ilet user experienced low blood glucose after announcing a usual meal but eating less than usual, resulting in a nadir of 49 mg/dl and subsequent self-treatment with oral glucose tablets, with glucose rising to 81 mg/dl. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to meal announcement size and intake discrepancy, and an improper or incorrect procedure or method associated with user interface interactions. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.